Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿lumen collapses under the pressure of the balloon, pinched lumen; kinked lumen.". It was unknown whether the device had met specifications. The provided lot number was invalid therefore DHR review can¿t be completed. The instructions for use were found adequate and states the following: sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterile. For urological use only. Valve type: use luer slip syringe. Do not use needle. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 8 french foley catheters used in a pediatric code, failed when attempting to inflate the balloon during the insertion attempts. When another catheter was removed and inspected, it was noted that there were multiple holes in the catheter itself and the balloon was unable to inflate. Another catheter was inspected that was sent down from the pediatric floor and the same issue was noted with their supply as well. The 10 french foley catheters were not noted to have malfunctioned, but could not be used as they were too small for the patient. This issue caused the intubated pediatric patient to not have a foley catheter in place prior to being flown out to another hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 8french foley catheters used in a pediatric code, failed when attempting to inflate the balloon during the insertion attempts. When another catheter was removed and inspected, it was noted that there were multiple holes in the catheter itself and the balloon was unable to inflate. Another catheter was inspected that was sent down from the pediatric floor and the same issue was noted with their supply as well. The 10french foley catheters were not noted to have malfunctioned, but could not be used as they were too small for the patient. This issue caused the intubated pediatric patient to not have a foley catheter in place prior to being flown out to another hospital.